Manufacturer narrative:
The event product was not returned to applied medical for evaluation. The root cause for the customer experience most likely is attributed to the rubber section of the scope coming into contact with the plastic shield of the event device. This could explain the "chattering noise" experienced by the customer only during insertion of the scope. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "on two separate occasion ctf73 kii fios trocar caused a chattering noise upon insertion of an olympus endo-eye laparoscope. Qty. Affected: 2. Only on insertion and only with back pressure of abd pneumo. Other instruments performed well in respective trocar. " patient status - no adverse affects reported.